Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and ovarian cyst ("ovarian cyst") in a (B)(6) female patient who had essure (batch no. 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced such immense abdominal pain/ pelvic pain prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 2 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and pelvic discomfort. On (B)(6) 2018, the patient experienced incision site pain ("incisional pain"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain after intercourse"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), nausea ("nausea"), abdominal pain upper ("upper abdominal pain"), chest discomfort ("chest discomfort"), hydrometra ("fluid within the endometrium") and medical device pain ("essure coil pain syndrome"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ovarian cyst, back pain, dyspareunia, fatigue, teeth brittle, nausea, abdominal pain upper, chest discomfort, hydrometra, medical device pain and incision site pain had resolved. The reporter considered abdominal pain upper, back pain, chest discomfort, dyspareunia, fatigue, hydrometra, incision site pain, medical device pain, nausea, ovarian cyst, pelvic inflammatory disease and teeth brittle to be related to essure. The reporter commented: she was reported some incisional pain but was otherwise feeling fine following the surgery. Plaintiff has not been tested for a nickel allergy but cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: bilateral tubal occlusion. On (B)(6) 2017 plaintiff underwent CT scan for her abdominal and pelvis , which noted ¿no acute diagnostic abnormality of the abdomen or pelvis¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and ovarian cyst ('ovarian cyst') in a 32-year-old female patient who had essure (batch no. 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure didnot deploy correctly". Medical conditions: she never experienced such immense abdominal pain/ pelvic pain prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and pelvic discomfort, 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced incision site pain ("incisional pain"). On an unknown date, the patient experienced device dislocation ("migration"), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain after intercourse"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), nausea ("nausea"), abdominal pain upper ("upper abdominal pain"), chest discomfort ("chest discomfort"), hydrometra ("fluid within the endometrium"), medical device pain ("essure coil pain syndrome"), migraine ("migraines"), headache ("headaches"), hypersensitivity ("allergy"), autoimmune disorder ("auto-immune disorder") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ovarian cyst, back pain, dyspareunia, fatigue, teeth brittle, nausea, abdominal pain upper, chest discomfort, hydrometra, medical device pain and incision site pain had resolved and the device dislocation, migraine, headache, hypersensitivity, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, autoimmune disorder, back pain, chest discomfort, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hydrometra, hypersensitivity, incision site pain, medical device pain, migraine, nausea, ovarian cyst, pelvic inflammatory disease and teeth brittle to be related to essure. The reporter commented: she was reported some incisional pain but was otherwise feeling fine following the surgery. Plaintiff has not been tested for a nickel allergy but cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2017 plantiff underwent CT scan for her abdominal and pelvis , which noted ¿no acute diagnostic abnormality of the abdomen or pelvis¿. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received.new event device migration, migraine, headache, genital haemorrhage, hypersensitivity, autoimmune disorder, essure didnot deploy correctly was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and ovarian cyst ("ovarian cyst") in a 32-year-old female patient who had essure (batch no. 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced such immense abdominal pain/ pelvic pain prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 2 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and pelvic discomfort. On (B)(6) 2018, the patient experienced incision site pain ("incisional pain"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain after intercourse"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), nausea ("nausea"), abdominal pain upper ("upper abdominal pain"), chest discomfort ("chest discomfort"), hydrometra ("fluid within the endometrium") and medical device pain ("essure coil pain syndrome"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ovarian cyst, back pain, dyspareunia, fatigue, teeth brittle, nausea, abdominal pain upper, chest discomfort, hydrometra, medical device pain and incision site pain had resolved. The reporter considered abdominal pain upper, back pain, chest discomfort, dyspareunia, fatigue, hydrometra, incision site pain, medical device pain, nausea, ovarian cyst, pelvic inflammatory disease and teeth brittle to be related to essure. The reporter commented: she was reported some incisional pain but was otherwise feeling fine following the surgery. Plaintiff has not been tested for a nickel allergy but cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: bilateral tubal occlusion. On (B)(6) 2017 plaintiff underwent CT scan for her abdominal and pelvis, which noted ¿no acute diagnostic abnormality of the abdomen or pelvis¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and ovarian cyst ('ovarian cyst') in a 32-year-old female patient who had essure (batch no. 50713475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure didnot deploy correctly". Medical conditions: she never experienced such immense abdominal pain/ pelvic pain prior to undergoing the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower and pelvic discomfort, 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient experienced incision site pain ("incisional pain"). On an unknown date, the patient experienced device dislocation ("migration"), ovarian cyst (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain after intercourse"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), nausea ("nausea"), abdominal pain upper ("upper abdominal pain"), chest discomfort ("chest discomfort"), hydrometra ("fluid within the endometrium"), medical device pain ("essure coil pain syndrome"), migraine ("migraines"), headache ("headaches"), hypersensitivity ("allergy"), autoimmune disorder ("auto-immune disorder") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, ovarian cyst, back pain, dyspareunia, fatigue, teeth brittle, nausea, abdominal pain upper, chest discomfort, hydrometra, medical device pain and incision site pain had resolved and the device dislocation, migraine, headache, hypersensitivity, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, autoimmune disorder, back pain, chest discomfort, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hydrometra, hypersensitivity, incision site pain, medical device pain, migraine, nausea, ovarian cyst, pelvic inflammatory disease and teeth brittle to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was reported some incisional pain but was otherwise feeling fine following the surgery. Plaintiff has not been tested for a nickel allergy but cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2014: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2017 plantiff underwent CT scan for her abdominal and pelvis , which noted ¿no acute diagnostic abnormality of the abdomen or pelvis¿. Lot number: 50713475 man date: 2013-02 exp date : 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.